Event description:
Customer alleged that the base frame broke at a weld in two places - both on the right side above where the axle housing attaches one completely cracked and the other partially cracked. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) 2012 lg - reviewed as part of CAPA (B)(4) "(B)(4) did not review all no MDR query results". This complaint will be filed on as a result of the retrospective review. No RMA has been initiated for this issue. Model crossfire t7a, (B)(4) is approximately 5 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.